Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot product code: 04.226.750s, lot#: 4157169. Part/lot combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery was completed on (B)(6) 2021 and was intended to fix the fracture in a different way from using a headless compression screw. The procedure was successfully completed with a surgical delay of fifty (50) minutes. Concomitant devices reported: unknown reamer (part# unknown; lot# unknown; quantity: 1), unknown drill (part# unknown; lot# unknown; quantity: 1).

Manufacturer narrative:
Product complaint #: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for jones fracture of 5th metatarsal with the screw in question. After inserting a guide wire, measuring, drilling, and countersinking, the screw was inserted, but the insertion was too tight from around the fracture site, and a crackling sound was made, revealing the breakage of the screw. The surgeon tried to remove the screw with a hollow reamer, etc. But it could not be removed. At the surgeon's discretion, the incision was closed with the screw left in the body. The surgery was completed within 30 minutes delay. On (B)(6) 2021, the revision surgery is planned with using a plate. After the surgery, the surgeon said that when the medullary cavity became narrow and hard, or before the surgery, screw thread had needed to be made on the screw. No further information is available.this report is for 1 4.5mm ti headless compression scr/long thrd/50mm-sterilethis report is 1 of 1 for (B)(4).